Event description:
A micro sagittal saw was sent to evaluation because grease was leaking out of the device after cleaning. No adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional info will be submitted if the device is received and the quality investigation is completed.